Event description:
It was reported that during set up for a procedure, error code 4 was displayed. A different handpiece was used to finish the case with no patient consequence.

Manufacturer narrative:
The batch history records were reviewed with no anomalies noted during the manufacturing process.